Event description:
Pt had bilateral hip replacement at other facility in another state by another ortho surgeon in 2011. Pt developed chronic pain in l lower extremity and claims to have had pain ever since original surgery. Pt was refered to an other ortho surgeon. He underwent a workup and was determined to have a recalled modular stem in place pt was admitted to the hospital on (B)(6) 2014 for failed l total hip replacement and a product recall. Pre op dx: failed l total hip replacement. Post op dx: aseptic loosening of the acetabular cup and recall modular femoral stem. MFR ref # 2249697-2014-02831.